Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported to medtronic minimed that the customer alleged lcd of the pump is coming out and damage at screen/display window cover. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and damage not affecting/impacting pump functionality. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1884 will be returned for analysis.